Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain #5) alarm was identified in the log. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The alarm occurred on (B)(6) 2014 at 16:47:55. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. This is an ancillary service event. A review of the alarm log identified the occurrence of a high drain error 105 alarm. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.